Event description:
It was reported that the customer had experienced high blood glucose levels (340 mg/dl). Customer ate food and took a corrective bolus to stabilize his blood glucose levels. The customer reportedly does not load his insulin room temperature.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, insulin should be at room temperature before filling cartridge.